Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 37702 serial # (B)(4) showed no anomalies. Analysis of wrench component (serial/lot # unknown) showed no anomalies.

Event description:
It was reported that during the procedure to implant an implantable neurostimulator (ins), impedance testing was done. It was reported during impedance testing that readings were >10000 ohms. It was reported that when the physician took the ins out of the pocket, that he noticed "blood and fluid in the silicone area of the header block which would move around when you pressed it." It was reported that the physician was not comfortable implanting the ins, so the ins was not used. It was reported that another ins was implanted with impedances all within normal range. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37702, serial # (B)(4), showed no anomalies. Analysis of wrench component (serial/lot # unknown) showed no anomalies.